Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had loss of capture, as confirmed via x-ray. The lead was repositioned and remained in use. It was also reported that the right atrial lead dislodged one day after the implant procedure. The lead was repositioned, but then dislodged again, so it was explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention clinical ((B)(4)) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right ventricular lead dislodged (in addition to the loss of capture.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.